Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects and white scratches. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed that the malfunction was likely caused by flooding from the connector cracks. The cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found before a therapeutic procedure.

Event description:
It was reported that the camera head was cracked. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.